Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's tubing on the sensor board was reseated to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. The device's tubing on the sensor board was reseated to address the issue.

Event description:
The manufacturer received info alleging a ventilator was alarming for low pressure. The device was not in pt use.